Event description:
In 2008, the lay user/patient contacted lifescan alleging a power issue (does not turn on) with his one touch ultra meter. During troubleshooting with the customer care advocate (cca), the patient claimed that the battery was already replaced but the power issue persisted. He also claimed that there was no misuse of his meter. Replacement products were sent to the patient. The patient was unable to recall how long he had the power issue with his meter. Since he was unable to test his blood glucose levels, he was guessing at how much humulin r and n insulin to take. Typically he takes 50 units of each twice daily but would "sometimes" adjust humulin r dosages. On an unspecified date, the patient developed symptoms of dry mouth, blurred vision, frequent urination, and thirst. He administered self-treatment with 10 units of humulin r but he still felt the same after few hours. He then took another 10 units of humulin r with no changes. The patient was unable to specify how long he had these symptoms before his wife took him to the emergency room during the month before. At the hospital, his lab blood glucose result was "over 900 mg/dl". He was admitted to the intensive care unit for 3 days and was treated with insulin. This complaint is being reported because the patient allegedly became hyperglycemic after the power issue began. The patient noted he was hospitalized and treated with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate them and, either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.